Manufacturer narrative:
Based on the log file analysis the case on 2024-05-29, one error entry was found indicating that the device detected a negative airway pressure. In such case, the ventilator is temporarily stopped as a precaution while the ¿ventilator fail¿ alarm is given. Possible root causes for the found entry are e.g., patient activity or the usage of an external bronchial suction system. Since the log entry was only found once in the entire log, it was concluded that most likely a patient activity, such as coughing, was the root cause. This conclusion is strengthened by the fact that during on-site checking in follow-up to the reported event (of the reported date 2024-06-21 so 3 weeks afterwards without further issues), the draeger technician could not find any indications for a device malfunction. The device was tested and confirmed to be operating per manufacturer¿s specification. Dräger finally concludes that the device behaved as specified upon the detected pressure situation that was caused by an external factor (most likely coughing of the patient) and the device alarmed accordingly to alert the user. No further issues were found and after the testing, the device was released for use without further problems reported.

Event description:
It was reported that there were no volume readings during use on the date of event (2024-06-21). There was no patient injury reported. However, the log review showed no entries on or around the date of event. The device was not even powered on that date. Three weeks before the date of event, on 2024-05-29, an entry indicating a negative airway pressure was found leading to a vent fail. When asked for the correct date of the event, it was provided that the customer was unsure of the day of the event. This report shall thus reflect the found vent fail case on 2024-05-29.